Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat left pulmonary artery. When attempting to advance the cardiomems delivery system over the .018 connect flex guide wire resistance was felt and the system was not able to advance further. The wire and delivery system were removed. The guide wire was noted to have coating sheared off. A new .018 guidewire was used along with cardiomems device and the sensor was deployed successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat left pulmonary artery. When attempting to advance the cardiomems delivery system over the .018 connect flex guide wire resistance was felt and the system was not able to advance further. The wire and delivery system were removed. The guide wire was noted to have coating sheared off. A new .018 guidewire was used along with cardiomems device and the sensor was deployed successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation is attached to this report.